Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was found on the keypad traces during visual inspection. No unexpected scrolling numbers noted during testing. The following cosmetic damage was noted: cracked reservoir tub lip, cracked case at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone, the setting on the insulin pump kept scrolling up. Customer was attempting to program a bolus and device continued to scroll. Customer attempted to resolve the issue with a new battery but issue persisted. Customer's blood glucose was 157 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.